Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, based on similar reported complaints the most probable cause are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal during activation. If additional information becomes available at a later time or if the device is returned to olympus for evaluation, this report will supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure the loop on two electrodes broke off and fell inside the patient. The device fragments were retrieved from the patient. A third electrode was used to complete the procedure. No patient injury was reported. 1 of 2 electrodes.